Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit passed all specific functional testing requirements. When the unit was properly positioned and put under pressure, the unit functioned properly. Device history record review showed no issues. The complaint reported could not be confirmed. The root cause is undetermined at this time.

Event description:
An analyst reported on behalf of the customer that an a1108 mayfield triad skull clamp won't secure the patient's head with the skull pins. Additional information was received from the customer on (B)(6) 2018 stating that the skull clamp was used on a craniotomy procedure on (B)(6) 2018. There was a 10-minute surgery delay to get a new replacement headset and pins. No patient injury was reported.